Manufacturer narrative:
The implanting doctor has not yet advised any intervention or medical advice to the patient. Patient is still experiencing the same problem as reported earlier. The patient lifestyle has been affected by this. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient that he underwent implant of intraocular lenses in both eyes. The lenses were implanted for vision correction; the patient did not have cataracts. The patient reports having no problems while reading and watching tv/laptop with his right eye. The patient's left eye was operated on due to repositioning of the lens on post operative day one (1). Further, the patient reports that his left eye lens is not giving good vision and that this (left) eye has been diagnosed to have a cylindrical number (5) and also 0.25 short of the actual lens required to be put in his eye. Patient reports having a continuous headache while reading and working. No further information was provided.